Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Reportedly, the customer was using off label as well as cold insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the bg. Customer to replace supplies as necessary and resume insulin.